Manufacturer narrative:
The returned sample was inspected at 10x microscope magnification. The sample lens was received in a plastic bag. Visual inspection revealed that the lens was received with surface residuals adhered to the optic body compatible with handling the lens out of a sterile environment. No other unacceptable cosmetic condition was found in the returned sample. No manufacturing related defect was observed in the sample returned. The review of the documentation and testing presented in the manufacturing record revealed that no deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial lens implant procedure due to pressures in the patient's eye. Further, it was reported that the patient had a retinal detachment noted prior to placement of the iol and had underwent surgery under the care of a retina specialist. There was an air bubble created at the back of the retina while fixing the detachment that caused the surgeon difficulty in implanting the iol along with a tear in the anterior capsule, and a traumatic cataract prior to inserting the intraocular lens into the patient's optic. Owing to the pressure while inserting the intraocular lens from the air bubble, the doctor removed the lens and replaced it with another intraocular lens of the same model and type. The incision was enlarged. No additional information was provided.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.